Event description:
During an atypical flutter procedure, difficulties were noted removing the catheter and an additional femoral puncture site was required. The sheath did not steer as expected and difficulty was noted removing the catheter from the sheath as it was too narrow at a certain point. The sheath was replaced, which required an additional femoral puncture and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Visual inspection revealed the sheath tube had been fractured and detached. The proximal section measured 3.00¿ and the distal section measured 31.50¿. There were multiple bends and kinks throughout the distal sheath tube. Functional testing revealed the sheath was unable to deflect due to the fractured sheath tube. The sheath handle was opened; the pull wire window was noted to be torn and detached at the location of the fracture, consistent with the reported deflection issue. The agilis nxt steerable introducer instructions for use (IFU) states, ¿do not torque or rotate the handle if the distal tip/shaft is constrained.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event was consistent with not following the instructions for use.